Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced chest pain. The event was resolved. No further information is available as of this moment.

Manufacturer narrative:
Please retract this MDR (B)(4). There is no complaint on the device, as chest pain is not device related.